Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 4/19/2021, noted a correction to the 3500a initial as the physician information was omitted. Therefore, updated section e. Initial reporter.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30444202m number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female (B)(6) patient underwent a non ischemic ventricular tachycardia (non-isvt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The cardiac tamponade was noticed after the procedure (post use) and a pericardium puncture was performed. Transseptal puncture was performed with an abbott brk 407201 but the patient had foramen ovale (fo), so needle was not needed for puncture. Irrigated catheter flow setting was 17 ml / min. There was no evidence of steam pop and immediately prior to noting the cardiac tamponade ablation was not performed. Additional settings and parameters were not provided. The patient outcome of the adverse event was reported as fully recovered. The patient required extended hospitalization because of the adverse event. The physician¿s opinion on the cause of this adverse event: procedure.